Event description:
Related manufacturer reference number: 2017865-2023-94812 it was reported that the patient's left ventricular lead exhibited increased capture threshold and possible capture failure. There was also a reported decrease in pacing impedance. Lead dislodgement was alleged. The capture threshold was noted to be high due to auto-threshold functionality. Programming changes were made. There were no noted adverse patient consequences.